Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of hi results (more than 600mg/dl).customer states that feels well and requires no medical attention. The customer's expected blood result is 86-110mg/dl fasting. Verified the strips expire 1/31/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 169mg/dl and 156mg/dl fasting. Reviewed meter memory: (B)(6).